Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Unable to perform prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No moisture damage noted on electronic assy.

Event description:
Customer reported via phone call that the device got wet. Device alarmed a button error alarm. Customer's blood glucose was 482 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.